Event description:
The customer reported an intermittent loss of the image on the system's left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the left monitor. The system was tested and found to be working as intended and put back into service.